Event description:
A healthcare facility in texas reported that four mr850 respiratory humidifiers would not alarm. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the four complaint mr850 respiratory humidifiers were not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer. Results: the customer reported that four mr850 respiratory humidifiers would not alarm. Conclusion: without the complaint devices, we are unable to confirm that the audible alarms were not functioning. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual states that "all servicing procedures shall be followed by a humidifier functional test and an electrical safety test, to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Manufacturer narrative:
(B)(4). The four complaint mr850 respiratory humidifiers are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the audible alarm of the four mr850 respiratory humidifier were not functioning. There was no patient involvement.